Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported an insulin flow blocked alarm and the rewind process was stuck on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump failed the displacement test. The customer will discontinue the use of the device and the insulin pump will be returned for analysis.

Manufacturer narrative:
S/w ver 4.11c. Retainer = black. Case type = ngp. The customer returned the pump for alleged insulin flow blocked error/rewinding process that appears to be stuck found on (B)(6) 2023. The pump seats immediately during the prime/fill due and generated an insulin flow blocked alarm when the basal delivery is active. The pump passed the self test however, unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test due to prime anomaly. Successfully downloaded the trace and history files using thus. The pump was cut open for visual inspection. No physical or moisture damage was noted on the electronic assembly (pcba 1 and pcba 2) however, moisture damage/corrosion was found on the motor, motor home switch, and force sensor (suspect insulin leakage). The corrosion on the motor home switch allowed the motor slide to rewind past the motor home switch and overtighten against the motor housing. Prime/fill anomaly and insulin flow blocked alarms occurred due to the overtightened motor slide being stuck to the motor shaft/base. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Prime/fill anomaly, insulin flow blocked alarms, and rewind anomaly are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.